Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2017, the patient was initially implanted with a bifurcated stent and a suprarenal extension to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of migration of the cuff (suprarenal extension) that was identified during a routine follow-up. The patient will be scheduled for a re-image in approximately 6 months. The patient will continue to be monitored. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to confirm the following reported event of stent migration of 7mm. Procedure related harms and device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. However reported thrombus in the aortic neck at the index procedure could have contributed to this event. The final patient status was reported to be under surveillance. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.